Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the distal right coronary artery(rca). Vascular access was obtained through the femoral artery. The 2.5mm x 15mm apex monorail balloon catheter was used to "fix" the guide wire in the guide catheter and the balloon ruptured at 6atms, on the first inflation. The balloon catheter was removed from the pt without incident. There were no pt injuries or complications. The procedure was successfully completed with another of the same device. The pt's status was reported as "no problem".

Manufacturer narrative:
(B)(4).